Event description:
A report was received that the patient was having difficulty charging the ipg. The physician was able to determine that the ipg had migrated by visual observation and manual palpation. The patient underwent an ipg revision and was reportedly doing well postoperatively.